Event description:
It was reported that, "inner bipolar component dislocated from constrained liner."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR due to hosp policy. Review of the device history records indicates that all devices were mfg and accepted into final stock with no reported discrepancies. The product experience database was reviewed for similar reported events regarding dislocation. There have been no other events for the reported lot ID. Additional info (including x-rays and medical records) was requested. Should additional info becomes available, the eval summary will be submitted in a supplemental report.